Manufacturer narrative:
Image review:post operative x-rays status post l4-5 tlif show failure of construct at l5 screws.there is a paucity of bone at the inter-body space and presumably fusion has not occurred.the construct is revised to include alar screws.root cause: failure of bony fusion and patient factors.

Manufacturer narrative:
Product analysis:visual and optical examination of mas bone screw confirm breakage approximately ~2 threads from the base of the bone screw head, optical examination reveals significant secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed gently convex striations through the cross-section of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5/s1 level, for the treatment of l5/s1 spondyo listhesis. Reportedly, reduction multi axial screws were used at l5 level to reduce the spondylolisthesis. Post-operatively, on an unknown date, the patient experienced left foot toe and medial foot pain since commencing work for 2 weeks. It was also reported that patient had significant burning pain present throughout the day, which affected patient's ability to sleep at night. In 2014 patient was also examined to have low back pain for 3 weeks, radiating to left leg. Reportedly, patient had numbness over dorsum and sole of left leg, had foot drop in left leg and was unable to ambulate. On (B)(6) 2015, in view of lower limb symptoms, patient was administered l4/l5 foraminal block and l5 nerve root block injection; patient tolerated the procedure well. Reportedly, patient defaulted follow-up for up to a year. On an unknown date, it was observed that both the screws at l5 broke and the patient could not achieve bone union. As a result of this event, patient underwent revision surgery, in which the screws, rods and set screws were explanted; s2ai screw was placed, and further decompression was done at l4/5 disc level with illiac crest bone inserted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.